Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Pump received with multiple cracks on the case and broken reservoir tube lip. Pump passed the displacement test. The test infusion set, and reservoir does not lock into place due to the reservoir tube lip completely broken off. Broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot and cracked battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported no adverse event. The event involved product(s) mmt-712ews. The troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-712ews product was returned for analysis.